Event description:
X-ray indicated rod fracture.

Manufacturer narrative:
This report is in response to FDA letter. Manufacturing records were reviewed, and no anomalies were identified during the manufacturing process. Device was not returned to the manufacturer, no evaluation could be performed.